Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v639997, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient¿s programmer would decrease but would not increase the intensity. The patient noticed their device was off on (B)(6) 2014 when they had a routine colonoscopy. It was stated the patient did not think they turned the device off. At the time of report, the patient tried to use their programmer and encountered poor communication. It was noted that repositioning the antenna resolved the poor communication screen. The patient synched with their device and confirmed their implantable neurostimulator (ins) was off. The patient was able to turn the stimulation on and increased the stimulation level. The issue was resolved at the time of report. If additional information is received, a follow-up report will be sent.